Manufacturer narrative:
Updated type of reported complaint to product problem after completion of investigation.

Event description:
The user is stating the device did not properly analyze the patient's rhythm during a patient use event. Patient outcome is unknown.